Event description:
A customer reported an issue with an intravia container bag. According to the report, the customer stated that they were unable to disconnect the bag from the tubing that is used with their pumps. This event did not involve a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of having difficulty connecting. The device was able to connect and disconnect per product specifications. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.